Event description:
The top module of the dual drive console (ddc) stopped functioning while connected to a biventricular assist device (bivad) pt. The pt was switched to a back up driver without incident. The dual drive console was shipped to thoratec and the failure verified. Initial investigation showed that the top module battery holding rods had come loose. In addition, the holding bracket for the circuit boards (computer and analog) was missing, which allows the circuit boards to come loose, preventing them from being properly seated in the mother board. Thoratec is in the process of further investigating this failure. Any necessary corrective action will be determined upon completion of the failure investigation.